Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 06-nov-2026, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, intracardiac echocardiography (ice) was used to assist the deployment of the valve. Following insertion of the ice probe and the system via the right internal jugular vein, upon the first deployment attempt, it was observed that the patient's blood pressure did not recover as expected. Subsequently, the system was removed from the patient, and a small increase in pericardial effusion was confirmed via ice and transthoracic echocardiogram (tte). It was noted that a small amount of pericardial fluid was observed prior to the procedure, however the amount of fluid observed began to increase following full removal of the system. An 8 french sheath was inserted, and an abnormal line resembling a blood vessel was visualized in the inferior vena cava. The patient's blood pressure continued to decrease, and central venous pressure increased from 11 to 20 mmhg. Subsequently, intubation was performed and pericardial drainage was initiated. Partway through aspiration of the pericardial fluid with a syringe, further aspiration became impossible due to a blood clot. Subsequently, emergency thoracotomy was performed, hemostasis was achieved, and the procedure was completed.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, intracardiac echocardiography (ice) was used to assist the deployment of the valve. Following insertion of the ice probe and the system via the right internal jugular vein, upon the first deployment attempt, it was observed that the patient's blood pressure did not recover as expected. Subsequently, the system was removed from the patient, and a small increase in pericardial effusion was confirmed via ice and transthoracic echocardiogram (tte). It was noted that a small amount of pericardial fluid was observed prior to the procedure, however the amount of fluid observed began to increase following full removal of the system. An 8 french sheath was inserted, and an abnormal line resembling a blood vessel was visualized in the inferior vena cava. The patient's blood pressure continued to decrease, and central venous pressure increased from 11 to 20 mmhg. Subsequently, intubation was performed and pericardial drainage was initiated. Partway through aspiration of the pericardial fluid with a syringe, further aspiration became impossible due to a blood clot. Subsequently, emergency thoracotomy was performed, hemostasis was achieved, and the procedure was completed. Additional information was received that per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the injury as the access route was different. There was no patient anatomical factors that contributed to the injury.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Annex b code was added to replace the previous annex b code pertaining to the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.